Manufacturer narrative:
(B)(4). Medical devices. Unk stem. Unk cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10687. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient was revises approximately 8 years post initial surgery due to metallosis and femoral stem loosening. Extended trochanteric osteotomy for removal of femoral stem and open reduction and internal fixation of extended trochanteric osteotomy with cables was performed. Significant resorption of femoral bone from metallosis, loosening of femoral stem and trunnionosis to previous femoral stem was seen.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: taperloc por fmrl lat stem # lot 069720, item: (B)(4); m2a-magnum pf cup # lot 716730, item: (B)(4); m2a-magnum 42-50mm tpr insrt # lot 749640, item: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes provided. Review of revision op notes states that severe metallosis, severe metallic debris throughout the femoral acetabular joint including down the femoral canal, posterior soft tissues, femoral bone, femoral acetabular joint, and partial encasement of adductor musculature. Significant resorption of femoral bone from metallosis. Loosening of femoral stem. Trunnionosis to previous femoral stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.